Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room with hyperglycemia. The patient's blood glucose levels reached over 250 mg/dl while wearing the pod between 36 and 48 hours. When the pod was removed from the infusion site (abdomen), there was redness around the infusion site. As treatment, a new pod was applied. At this time, there is insufficient information to determine if insulet's device caused or contributed to the reported event. Additional information is being solicited, a supplemental report will be submitted if received.